Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2016 it was noted that the filter had migrated. On the same day a deep vein thrombosis, thrombosis/embolism, and caval thrombosis were noted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2016 it was noted that the filter had migrated. On the same day a deep vein thrombosis, thrombosis/embolism, and caval thrombosis were noted. No further patient complications were reported. It was further reported on (B)(6) 2010 due to a significant clot burden, cardiothoracic surgery was consulted, and they performed an arterial and pulmonary arterial thromembolectomy with cardiopulmonary bypass. Vascular surgery was then consulted for placement of an icv filter to prevent further pulmonary emboli. Vascular access was obtained via the jugular vein. A guidewire was advanced through the previously placed introducer sheath and into the ivc. The sheath was changed for a standard greenfield filter introducer. The greenfield filter was passed through the superior vena cava, through the right atrium and into the ivc. A venogram identified some dilation in the ivc below the level of the renal veins, because of this they elected to place the filter at the level l3-l4. The sheath was passed through and positioned appropriately. The sheath was then withdrawn and connected to the filter; the mechanism of the filter deployed without difficulty. Visualization was completed to confirm that there was no migration of the filter. The patient tolerated the procedure without difficulty and was transported to the cardiovascular unit with no complications. On (B)(6) 2016, the patient present to the emergency room with 2 days of increasing swelling in the right lower extremity with some pain in the calf and thigh. Ultrasound imaging of the left lower extremity was negative for evidence of cvt. Ultrasound of the right lower extremity showed evidence of deep vein thrombosis. CT of the abdomen and pelvis with contrast showed extensive thrombus in the ivc up to and including the ivc filter with involvement of the right iliac venous system. On (B)(6) 2016 the patient underwent a dvt thrombolysis. A sheath and guidewire were maneuvered through the right superficial femoral vein and iliac veins into the ivc. A 5 french infusion catheter was placed and tpa infusion was then initiated through the infusion catheter. Low dose heparin infusion was also initiated through the 6 french sheath. The patient was then transferred to the ICU. The patient tolerated the procedure well without immediate postprocedural complications.